Event description:
It was reported that during a gastric bypass, the devices had hand activation issues. They used the footpedal with one of the devices to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 02/19/2008. Info anticipated, but unavailable at this time. Eval summary: the analysis results found that the devices were returned in good condition. The devices were tested with a generator and was functional. There were no anomalies noted with the functionality of the devices. No hand control switch button issues were noted. It could not be determined why the devices reportedly malfunctioned. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.